Manufacturer narrative:
Review of result images identified that a bright area seen in the upper right corner on all of the images. A service call was made. Investigation of customer complaint revealed issues with camera reader assembly. Replaced camera reader assembly. Performed all camera alignments and calibrations. Performed qc testing with acceptable results. Customer tested 4 samples with rfxgroupscreen assay with acceptable results. System is operating within specifications.

Event description:
Customer reported an rh discrepancy when testing a patient sample with the weak d assay on the echo. The patient is historically a negative. The echo generated negative results for anti-d (monoclonal blend) series 4 and anti-d (monoclonal blend) series 5. The customer performed weak d on echo and positive result was generated (4+). The echo generated negative results for dat. The sample was tested by manual tube method and negative results were generated for dat and weak d.